Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Reportedly, the customer delivered too much insulin as a result of assuming that the infusion set was "not working correctly." The customer was unconscious and was taken to emergency room (ER) where she was given sugar water to treat the low bg. The customer was released from the ER after 4 hours in fair condition. Bg at time of release was not reported.